Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor unable to perform excessive no delivery test due to prime anomaly. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change. The customer sent the reservoir back for analysis.